Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported ¿¿ severe pain in my breasts¿joint paint, muscle weakness, vertigo, insomnia, difficulty concentrating and memory loss, hypersensitivity to excessive light and noise, weight gain, night sweating, frequent headaches, hair loss, brittle nails, chills even in absence of fever, sinusitis, numerous episodes of inflammation, fluid accumulation, changes in ganglia, dryness, skin lesions and allergy, including a severe episode, contestant fatigue, fever¿ non-specific fever¿ isolated and brief episodes of fever¿ fever months¿¿ and ¿¿fatigue, isolated and brief episodes of fever. The fever months that culminated in hospitalization were in 2019¿ against a breast implant device on right side. The device remains implanted. Patient was prescribed levofloxacin prior to hospitalization in 2019. Rocefin and astro was administered at the hospital prescribed in 2019. Patient was hospitalized form (B)(6) 2019 to (B)(6) 2019 for non-specific fever.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported capsular contracture baker grade unknown, calcification, and granuloma. The device has been explanted.